Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Customer¿s blood glucose level was 538 mg/dl. Elevated bg was address by a correction bolus and insulin delivery was resumed successfully. Customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.